Manufacturer narrative:
(B)(4)

Event description:
It was reported that two days post implant; the patient experienced a syncopal episode while walking in the hospital. The right ventricular lead exhibited intermittent loss of capture due to micro dislodgement. The lead was explanted and replaced successfully. The patient was stable during and post procedure.